Event description:
61-year-old male with planned skin graft to an abdominal wound. During the procedure, there was a malfunction of the dermatome creating a full thickness graft from left thigh donor site where a split thickness graft was planned. The graft was able to be used as planned on the patient's abdominal wound. Because of depth of the graft from the donor site, the provider applied thera-skin on the donor site and placed a wound vac to promote healing. The patient was stable and remained hospitalized as planned to monitor wound healing.